Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2009. Subsequently, the patient was revised on (B)(6), 2011, due to pain and potential loosening, as well as possible infection. The femoral, tibial, and standard patella were removed and replaced with spacer molds.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants can occur due to a loss of fixation, trauma, malalignment, bone resorption, or excessive activity". Number two states, "early or late postoperative infection and allergic reaction". Number fifteen states, "interoperative or postoperative bone fracture and/or postoperative pain". This is MDR one of three (1825034-2011-00824 through 00826) for this event. This report submitted (B)(4), 2011.